Manufacturer narrative:
(B)(4). On (B)(4) 2012, follow up information was received by global pharmacovigilance (gpv) from the nurse. On (B)(6) 2012, the patient experienced the onset of a catheter exit site infection. The nurse clarified that the patient was admitted with a diagnosis of dizziness and that the patient did not have peritonitis. The patient was hospitalized on (B)(6) 2012 for the events. On an unreported date, a peritoneal effluent culture was performed with results (B)(6) causative agent. On an unreported date, the patient was treated with unspecified antibiotics for the exit site infection. At the time of the report, pd therapy was ongoing. At the time of this report, the patient was recovering from the infection and the dizziness. The catheter was not removed. Per the nurse, a doctor had cited that the dizziness may have been caused by an unknown antibiotic therapy given for the catheter exit site infection. The cause of the exit site infection was unknown. Per the nurse, the event was unrelated to pd therapy. This event is no longer considered a peritonitis event or related to baxter products. Therefore, no further investigation will be performed and no further follow up medwatches will be sent regarding this event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA. This report is of peritonitis in a patient coincident with dianeal pd4 ambuflex therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. The cause of the peritonitis was not reported. Treatment was not reported. On (B)(6) 2012, the patient was discharged. At the time of this report, the patient was recovering from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers gd892828 and no exceptions were observed that were related to the reported condition. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.